Event description:
It was reported that during a laparoscopic prostatectomy procedure, gas leak noted from 12mm port throughout the procedure, every time the instrument was removed from the port - only 5mm instruments used. They continued to use port to compete the procedure.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.